Manufacturer narrative:
Correction: product ID and associated fields updated to proper value. The driver was returned to the manufacturer for evaluation. Testing found that the threading on the outer sleeve was damaged and prevented the driver from attaching to a screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the screwdriver was damaged. There was no patient present when this issue was identified. No additional information was provided.